Event description:
According to the report received, the micro sagittal saw was running on its own without activation of the foot switch during a regular quality check at the user facility. There was no pt involvement and no adverse consequence was associated with this event.

Manufacturer narrative:
The device was received for eval and an investigation will be conducted. Add'l info will be submitted if it is required by the quality investigation.